Manufacturer narrative:
Exemption number: e2015015. (B)(4). After the evaluation was noticed that the device received was not manufactured by neodent.

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 30 in the mouth, it had not yet achieved integration. Clinician reports patient is a smoker who had pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site 30 in the mouth, it had not yet achieved integration. Clinician reports patient is a smoker who had pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.